Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman laa closure device & delivery system (wds) were selected for use. During the deployment of the closure device, it was noted that the was trusteer sheath was kinked. The closure device was able to be recaptured without issue. The was sheath was then exchanged for a new one to successfully complete the procedure. There were no patient complications.